Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) got stuck in front of/in the shooter. It failed at step 4. They pulled the delivery device from the loading device in the direction indicated by the [4] arrow. Operation could be continued without an problems with a replacement heartstring. No delay. No harm.

Manufacturer narrative:
Tw ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/12/2024. Photographs were provided by the account. A photographic evaluation was conducted. Sings of clinical use and no evidence of blood was observed. The intact seal was observed in the loading device window. There were no visual defects observed. Product information was also observed in the photographs. A visual inspection was conducted on 01/18/2024. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and the photographic evaluation, the reported failure "fitting problem" was confirmed. The lot # 3000335606 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.